Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 29aug2019. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer determined that this issue was due to a leak from the inspiratory tubing of the patient circuit. The field service engineer requested that the customer replace this tubing, which was done. Following replacement of inspiratory tubing, the pressure relief valve was tested twice, and passed both tests. No repair was required on the ventilator to resolve this issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported a ventilator that failed the pressure relief valve test during an extended self-test. No patient involvement / harm. Device was not in clinical use.